Event description:
It was reported that inappropriate therapy was delivered due to oversensing on the ventricular channel. The last shock led to vf but was not terminated. The patient called for rescue after the first shock. By the time they arrived, the patient had to be resuscitated. At the hospital, the patient was intubated, ventilated and cooled down in the ICU. The device and lead were explanted and replaced with a competitive system.

Manufacturer narrative:
A partial lead with the connector pin measuring 22.4cm was returned for analysis. A fracture of the outer coil was noted at 2.1cm from the connector pin consistent with fatigue. External insulation abrasion was noted at 4.9-5.6cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. External insulation abrasion was noted at 17.2-17.7cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded and melted at this location. This is consistent with the field observations of oversensing and inappropriate therapy.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.